Event description:
It was reported that during use of the autologiq instrument, an ¿air in saline line¿ alarm was displayed on the screen. The clinician attempted to resolve the issue by replacing the saline bag, but the alarm persisted. Shortly afterwards, the wash bowl began making an unusual noise, and blood was observed leaking from underneath the machine through the drain hole, as the wash bowl had burst. There was no adverse patient effect associated with this event.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID atlgiq1 (serial: (B)(6); product type: 0190-electro mechanical systems; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B.3. Date of event and fdm code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.